Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer had a high blood glucose level of 463 mg/dl. She took 12 units via a shot manually. She changed the reservoir and infusion set herself and it worked after that. The device was not returned.